Manufacturer narrative:
(B)(4).

Event description:
It was reported the pt experienced a shocking or jolting sensation. It was initially reported the pt was experiencing a loss of therapeutic effect and stimulation in the wrong location following battery replacement. It was stated the pt was experiencing stimulation and residual stimulation in the wrong locations. It was later reported the pt experienced shocking/jolting from their device when they would sit down. It was stated the pt had not had their leads revised since 2002, and lead revision was being discussed. Impedances had been checked, and were within normal range. The pt was referred to their health provider. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.